Manufacturer narrative:
No medwatch form was received. Other: na.

Event description:
It was reported that the patient presented in clinic due to feeling dizzy and passing out at home. The pulse generator could not be interrogated using a merlin programmer and a message was displayed instructing to insert a magnet. The pulse generator had no magnet response. A surface ECG revealed that the patient was in sinus at 65 bpm. The patient had not attended a follow-up since implant.